Event description:
The patient's parent reported the patient developed skin irritation while wearing the pod for between 5 and 24 hours. The patient is a toddler that scratches and fiddles with the pods until they bleed and fall off after a day and a half of wear time mainly after showering. The site was itchy, irritated and redness and scarring was seen at the attachment site. The patient received several ointments prescribed by their doctor. The parents do not recall the name of the ointments prescribed.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation and scar tissue. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.